Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that her implant was not working as she was having at least 4 incontinence episodes a day as she lost the remote to control the implant over 2 months ago. Additionally, the patient reported she has not been feeling well, she was not feeling the stimulation and had to change her pants 4-5 times a day. The patient stated she has an appointment schedule for (B)(6) 2019 at 12pm. No further complications were reported or are anticipated.